Manufacturer narrative:
(B)(4). The customer reported that the flow system was displaying revolutions per minute (rpm) and dashes for the flow reading. This occurred two times and both times the issue was resolved by rebooting the system. As per field service representative (fsr), the logs were downloaded and sent it to the technical support specialist who found the flow module had a pod initialization failure-pot initialization on (B)(6) 2017. Fsr installed and assigned the customer's spare flow module. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) tested for five days with no initialization failure occurring. The reported complaint was confirmed. Per data log analysis, on (B)(6) 2017 at power up, the flow meter reports ¿pod initialization failure ¿ pot initialization¿. They open a perfusion screen, exit it and power cycle. After the power cycle the error no longer occurs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2017-00493.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, there was no flow displayed. The system was rebooted and the issue was resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.